Event description:
Pt reported that they experienced high blood glucose and discovered that insulin had leaked into the insulin cartridge compartment of their device. Pt self-treated high blood glucose and switched to back-up device.